Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date of (B)(6) 2022, surgeon implanted a tibia nail advanced using a suprapatellar approach with the leg partially extended on a bone foam ramp positioner. 3 interlock screws were implanted in the distal part of the nail then the nail was "backslapped" to reduce and compress the fracture. The proximal screw guide was attached and the static part of the oblong hole was drilled. The drill hit the nail superior and posterior to the screw hole and surgeon could not pass the drill through the nail. The drill and the drill guides were removed and reattached with a second attempt with the same result. We then attempted to drill the more proximal transverse static hole with the same result. The drill hit the nail and would not pass through the screw hole. After which the guide was removed and we used the "perfect circles" technique with x-ray to find and drill the path for the screws. It was unknown when was the issue observed. Patient consequences is unknown. Concomitant devices reported: unk - screws: nail proximal locking (part # unknown, lot # unknown, quantity # 3); unk - drill bits: trauma (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device tibial nail-advanced / 9 345 / sterile. This is report 1 of 1 for complaint (B)(4).